Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results after 4 patient samples tested on (B)(6) 2021 with the simplexa covd-19 direct assay resulted negative, but positive on a competitor test (elitech kit). The same sample was tested again on (B)(6) 2021 on the same assay lot and also resulted positive run analysis of the simplexa results showed 1 sample (ID: (B)(6)) was tested on 2 separate occasions and resulted as follows: - (B)(6) 2021, well 5: negative both targets - (B)(6) 2021, well 8: positive s gene (28.0), orf1ab (29.1). Sample had been frozen after the test on (B)(6) 2021 before testing on (B)(6) 2021. The customer stated the sample was tested on a competitor assay (elitech) for the delta variant between those two tests and came back positive. It was observed from the runs that sample# (B)(6) in well 6 from (B)(6) 2021 had the very similar positive results (s gene CT = 28, orf1ab CT = 29) as the issue sample# (B)(6) in well 8 from the run in (B)(6) 2021. Technical service asked the customer if there was a possibility the samples got switched, but the customer has not responded. The customer's device and suspected false negative sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12357n, met all qc release criteria prior to kit release. Mol4151 lot# x12357n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 26.6 (s gene) and 26.7 (orf1ab) and the internal control avg CT = 31.6. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both s gene (avg CT = 28.3, 27.2) and orf1ab (avg CT = 28.2, 27.8) were detected on all replicates. No false negatives occurred. No malfunctions occurred. At this time, no definitive root cause was determined since the customer's device and suspected false negative sample was not provided for investigation, and the customer has not yet responded to the follow up questions from technical services. This is the 1st complaint on mol4150, lot# x12345n for suspected false negative results. As stated in the instructions for use, (B)(4), "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information."

Event description:
Diasorin molecular llc received a complaint alleging false negative results after 4 patient samples tested on (B)(6) 2021 with the simplexa covd-19 direct assay resulted negative, but positive on a competitor test (elitech kit). The same sample was tested again on (B)(6) 2021 on the same assay lot and also resulted positive. The customer confirmed the alleged false negative results were not reported to the diagnosing physician due to the discrepancy with the elitech assay and the repeat positive result with the simplexa assay. No alleged harm occurred. Patient information and patient sample collection method was not provided.